Event description:
The physician achieved arteriotomy closure with the closer 6 fr. Device after an interventional procedure in 2002. There were no reports of problems with insertion, deployment, achieving closure or complications post procedure. The patient was discharged home 2 days later. 11 days after discharge, it was reported the patient contacted the physician complaining of groin pain. The patient was instructed to go to the outpatient clinic the next day. It was reported that the patient presented with groin pain, a "high" temperature and elevated white blood count. The diagnostic procedures performed were a sonogram, palpation and an x-ray. The patient was then sent to the hospital and was taken for surgery. The vascular surgeon diagnosed an abscess involving the suture. The suture was removed and the groin was debrided and irrigated. A wound culture was positive for staphylococcus aureus. The patient was treated with the antibiotic cibrobay. It was reported that the surgical site is healed and the blood results are improved. The patient reportedly is unable to ambulate at this time. The patient remains hospitalized and it is unknown as to when they will be discharged. There are no reports of further adverse patient sequelae.